Event description:
The hub from the shaft while the device was being prepped. No pt injury was reportedly associated with this incident.

Manufacturer narrative:
Evaluation summary: follow-up #1 quality assurance analysis of the returned device revealed the unit was returned with the core fractured. The coils were stretched. Quality engineering concluded based on the sem analysis that the shaping ribbon showed evidence of flexural overload, which exceeded the design limits of the device. The instructions for use states as a warning that "the user should never push, auger, withdraw or torque a guide wire which meets resistance." Quality engineering concluded that no corrective action is warranted at this time. As part of our quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure integrity. This MDR is considered closed by the quality assurance department.